Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® ultratouch¿ push button blood collection set foreign matter was discovered in tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, black dusts-like fm was found onto the tubing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that prior to use with bd vacutainer® ultratouch¿ push button blood collection set foreign matter was discovered in tubing. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, black dusts-like fm was found onto the tubing.